Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found thwe receiver will boot and charge. Performed manual sound test. The customer complaint was not confirmed because receiver passed manual sound test, sound was heard..the reported event of no audio output was not confirmed. The root cause could not b determined

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of no audio output could not be determined. A root cause could not be determined.